Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The product had no sound. No other info was reported. Several requests for info has been requested but to dat, no new info has been provided.